Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leak in a static condition. No patient involvement and no harm reported.

Manufacturer narrative:
Due to character limitation (e1) initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions),h11 despite good faith efforts (gfes), no information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.